Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, on (B)(6) 2024 the patient had surgery to repair a ventral hernia utilizing the mesh. The patient had a post operative appointment with the surgeon two weeks following the surgery. One week later, the incision site was sore and oozing pus causing a visit to the emergency room (ER). A CT-scan indicated a possible abscess, on the next morning in the emergency room (ER), the surgeon opened the incision and aspirated brownish fluid from the wound and was going to do contrast enema at first to see if there was bowel involvement but later decided that the patient need to take back into surgery for an exploratory laparotomy. The surgeon discovered that the mesh had moved and adhered to the bowel resulting in a massive abscess. The surgery was 3.5 hours and the patient woke up with a very deep abdominal wound requiring a wound-vac, a wound drainage, and an ileostomy. A portion of the patient transverse colon was removed. The patient spent 12 days on the hospital. The patient was still dealing with managing the healing of a deep wound. It was advice that ileostomy will reverse in a few weeks and it will require surgery #3 by the time of the patient is healed from the hernia repair.